Event description:
Pt reported being hospitalized with high blood glucose (450 mg/dl-"hi"), in 2004 for two days. Pt reported vomiting and feeling dehydrated. Upon arriving at the hosp, pt was admitting to the ICU and treated with antibiotics, sodium chloride, and an insulin drip. At the time of the report, pt had switched to insulin injections.